Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the device was found to have to have lost programming after 2 days without power from the battery. Aaa batteries must be replaced as a soon as possible after the pump gives a low battery notification. This was found to be a use error. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had lost programming. There were no reported adverse events.